Manufacturer narrative:
This is follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as the item and lot numbers of the device involved in the incident is unknown. The device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported even was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
It has been reported that 61 months following a knee arthroplasty, the patient was revised due to progression of patella femoral joint arthritis.